Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had moved since implant. It was further reported that the icm patient was experiencing pain at the site. The icm remains in use. No further patient complications have been reported as a result of this event.